Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation in activated condition; the partially deployed covered stent was stuck with the inner catheter an 8f introducer. The release cord was disconnected from the slide block. The detachment of the release cord is thought to have led to the inability to completely deploy the covered stent. Based on evaluation of the returned sample, the investigation is closed with confirmed result for detachment of the release cord and partial deployment is considered a cascading event. A definite root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instructions for use states '(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension.' Regarding preparation the instructions for use states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' Under materials required the instructions for use state: '0.035 inch guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system (...) Introducer sheath with appropriate inner diameter', and the packaging pictograms indicate the use of a 8f introducer. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.